Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) heard beeping tones. Additional information indicates that there was no general change scheduled and the patient requested to keep the device. Moreover, the device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.